Manufacturer narrative:
The product was not returned. The cartridge used was not provided. A company handpiece was indicated with a qualified viscoelastic. The qualified handpiece for company lenses is the company handpiece. The root cause may be related to a failure to follow the IFU (instructions for use). The company handpiece is the qualified handpiece for company lenses. Per the IFU (instructions for use): company foldable intraocular lenses are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens and potential complications during the implantation process. The IFU (instructions for use) also instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd (ophthalmic viscosurgical device) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd (ophthalmic viscosurgical device), which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in intraocular lens damage. IFU (instructions for use) note: during lens loading and insertion, do not allow the company intraocular lens to remain in a folded condition within the selected intraocular lens delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, doctor noticed a mark or scuff on the lens once inserted into the patient eye. The lens was removed and replaced with new lens on the same day. Additional information was requested, but further no information was available.

Event description:
Additional information was received stating there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).